Event description:
Maude event report received reporting breakage/leakage incident with use of one (1) 12551 7" microclave ext. Set. The report states "pt undergoing MRI when the IV extension tubing split during a power injection. Pt did not receive any contrast. The tubing was removed and saved in MRI. New tubing was connected and the pt was re-injected without incident. There was no injury to the pt." Mfrs multiple attempts for additional info and device return status have to date been unsuccessful.

Manufacturer narrative:
Record analysis.: a review of the mfg lot database records for the reported lot # 13-272-sj mfg date 02/2012) shows 9750 units were mfg, tested, inspected and released. The lot record review show all visual, dimensional and functional qc lot testing met all specifications. Conclusion: in the absence of testing the involved device the exact cause(s) of the product issue is unk at this time, this report and the associated info have been entered in the mfrs database for analysis and trending.